Event description:
It was reported that during the insertion of a 6.5x50 xia 3 screw, the collar that threads into the tulip head became disengaged. The surgeon had trouble advancing the screw when it became loose, and attempted to reattach in situ. The screw became very difficult to advance, at which point the surgeon removed the screw. Upon looking at implant after removal, the surgeon noticed that the screw had become stripped where it attached to screwdriver. A new screw of the same length and diameter was attached to the screwdriver and implanted successfully.

Manufacturer narrative:
Method: device history review; results: the deformation was observed to be on the teeth of the screw head, which help the screw to engage the screwdriver. Possible contributing factors include the patient's bone quality and whether or not the screw hole was prepared properly. A review of the manufacturing records did not reveal any manufacturing issues. This issue can also occur if the screwdriver is not fully seated and engaged with the screw and is torqued. However, because no additional information was provided, it cannot be determined if these factors contributed to the event. Conclusion: the polyaxiality of the screw was also slightly compromised. However, this may have been user-induced, as it may have resulted from the torque applied during tightening.

Event description:
It was reported that during the insertion of a 6.5x50 xia 3 screw, the collar that threads into the tulip head became disengaged. The surgeon had trouble advancing the screw when it became loose, and attempted to reattach in situ. The screw became very difficult to advance, at which point the surgeon removed the screw. Upon looking at implant after removal, the surgeon noticed that the screw had become stripped where it attached to screwdriver. A new screw of the same length and diameter was attached to the screwdriver and implanted successfully.